Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air water-cylinder and tube had foreign objects (white foreign material) a root cause could not be identified. Based on the results of the investigation, the most probable cause of the error code e226 (scope communication error) is displayed due to shortcut of circuit board unit. Also, for air water-cylinder and tube had foreign objects (white foreign material) cause cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited a scope communication error code (e226). There were no reports of patient harm.